Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient presented for a 6 month post op visit and reported continued right ankle pain, mostly about the anterior ankle joint. Patient is unable to dorsiflex past neutral and has trouble maintaining a normal gait pattern. Actions taken to resolve this were medication (unknown), rocker-bottom shoes and use of a compression sock at work.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient presented for a 6 month post op visit and reported continued right ankle pain, mostly about the anterior ankle joint. Patient is unable to dorsiflex past neutral and has trouble maintaining a normal gait pattern. Actions taken to resolve this were medication (unknown), rocker-bottom shoes and use of a compression sock at work.